Manufacturer narrative:
The date received by the manufacturer is used. (B)(4). Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the customer used the suspect device for testosterone and following injection, could not find the needle. As the customer thought the needle was in the site, he went to the ed and had x-rays. Customer reports being in the ed for 3-4 hours. No needle was detected and was later found in the barrel of the syringe. The customer received the device in blister packs from the drug store in a baggie. He did not received any instructions from the doctor or pharmacist and was therefore unaware that the device retracted.